Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility in japan reported a 70-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient had a cerebral infarction and cerebral hemorrhage and expired four days later. The patient had been on impella cp support for 328 hours before expiring. The doctor stated that it is impossible to say with certainty that there is no connection to the relationship of the impella and cause of death. There were no product malfunctions that occurred with the impella.

Manufacturer narrative:
The investigation into the stroke/cva has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the stroke/cva event was most likely patient condition related and the relationship to impella is unknown. The failure mode will be monitored and trended.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-04695 was provided in sections b2, g3, and h1, and h6.